Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of liquid spill on three pc boards were found. The pc boards were replaced and after successful tests the ventilator was sent back in service. Received photos confirm the reported liquid spill problem. The pc boards were not further investigated since ingress of liquid/corrosive substance on pc boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The ventilator system was manufactured in year 2003 to the applicable standards at the time for liquid spill ingress protection. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that liquid had entered the ventilator and caused damages. There was no patient involvement. (B)(4).